Event description:
Reportedly, on (B)(6) 2023 after a bag repair procedure, the device showed coil continuity >3000ohm. It had been disconnected and reconnected obtaining a coil continuity of 505 ohms. Today, the patient comes to the consultation with a continuity of >3000ohms. The doctor suspects ICD dysfunction in the connector block.

Manufacturer narrative:
The review of provided data from 18 september highlighted a connection issue or an ICD lead issue after the bag repair intervention on (B)(6) 2023. The rv coil continuity was superior to 3000 ohms. Other electrical measurements were good. The ICD lead is a df-1 connection lead. On (B)(6) 2023, during the re-intervention, a new ICD lead has been implanted (medtronic 6935) and the volta lead was not explanted, left abandoned with two caps. The subject device has been connected to the new ICD lead. On 26 october 2023, a new follow-up took place, and all electrical measurements are normal. According to the available data, the new ICD lead and the subject device are well connected. Since the re-intervention on (B)(6), no further issue is detected. The initial reported issue could have occurred during the bag repair procedure on (B)(6) 2023 triggering an ICD lead damage or to a re-connection issue of the df-1 rv coil pin. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2023 after a bag repair procedure, the device showed coil continuity >3000ohm. It had been disconnected and reconnected obtaining a coil continuity of 505 ohms. Today, the patient comes to the consultation with a continuity of >3000ohms. The doctor suspects ICD dysfunction in the connector block.